Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. A zoll representative was onsite for evaluation. The customer's report was verified and attibuted to the faulty batteries. A new set of batteries was sent to the customer. Analysis of reports of this type has not identified an increase in trend.